Event description:
It was reported that the vertical lift column on the 9800 system would not work, and there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)